Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's screen is blank. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's display board and system board were replaced to address the issue. In addition of the above evaluation, the device's speaker assembly was replaced.

Event description:
The manufacturer received information alleging a ventilator's screen is blank. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned.